Manufacturer narrative:
Section e: this information is now updated and accurate. Code f15 was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Patient representative (rep) did not know the device info and did not know patient's date of birth. The reason for the call was about 5 months ago, the patient had an implant for back pain. When patient started going in and learning how to do the device, they had patient on different groups and levels. They were never able to get stimulation on the right side of their back.  Patient worked with reps several times trying different levels to get a response on the right side. Last friday, the rep worked with patient for 30-40 min and they were able to get a little bit of a sensation on their right side. However, it never helped their pain and in fact their pain level had gotten worse. The patient has to wait a month to see their doctor. Patient was hurting right now and was using some pain medicine from their other doctor. Patient also called the rep and they told the patient to turn the stimulation off and wait to see their doctor. The a gent reviewed the role of the representative. The patient was redirected to their healthcare provider to further address the issue.